Manufacturer narrative:
The pump had a loose/protruded drive support disk, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at her doctor today and they noticed the drive support cap was loose. Customer stated that the drive support cap was coming out. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that the drive support cap was protruded. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.